Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During onsite visit, the fse (field service engineer) stated that the source of the leak was the gas regulator. The fse replaced the gas regulator, performed all required calibrations, and final tests. Most probable root cause could be a faulty gas regulator. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A director report that a laser technician noticed strange behavior with the laser. The laser showed no mixture of the gas in the balloon. This was just replaced the day before. A gas exchange was begun by the technician who then left the room. Upon return, some error messages appeared on the screen. The device was turned off with a key and gas change was attempted again. The device made strange sucking sounds and balloon was empty and noted that service should be ordered. A technician came out to the site and turned on the device. A laser head error message appeared. The technician tried to suction the gas pipe but the operation did not open the system. In attempt to open the gas value mixture, a leak occurred and a strong gas smell filled the room. The technician opened the laser regulator and changed the gasket but the phenomenon remained unchanged. Three days later, the technician returned again to diagnose the problem. In an attempt to fill gas to the laser head, a strong smell of gas appeared in the room. A service engineer helped to ventilate the room while gas was released in a controlled manner in order to find the source leak. Leak was found in the gas regulator. A gas regulator was ordered and was installed. After installation, the gas was not able to be filled to the top of the laser and a laser head error messages appeared again. The laser head was connected directly using the service program and a special adapter was released. The values of the pressure chamber were released manually and gas fill was done manually by the service program. The error message was released and then it was possible to perform all calibrations required. New information was received. No harm to technicians or company representative occurred due to gas leak exposure.